Event description:
Iab was inserted in sheath in left femoral artery. Frequent helium loss alarms accurred w/acat 1 plus pump. Dark blood specks also seen in helium line. Iab was removed. Re-insertion not required. There were no reported pt complications.